Manufacturer narrative:
The insulin pump was received with a crack on the case towards the top right corner near the display window. The device functioned properly during the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no display anomaly on the device. The insulin pump was programmed to alarm on audio/beep mode. The insulin pump functioned properly and there was no audio/beep anomaly. All operating currents are within specifications and there are no unexpected low battery or off no power alarm on the device. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, off no power anomaly and damage on the insulin pump. Customer's blood glucose level went as low as 60 mg/dl and as high as 400 mg/dl. Customer declined to troubleshoot for high and low blood glucose levels. Troubleshooting for cosmetic damage was performed. Customer advised there was a crack on the upper right hand top of the insulin pump where it curves over to the side of the device. Troubleshooting for off no power was performed. Customer advised they had trouble hearing the beeps and asked to change the alert type to vibrate. Customer performed the self-test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.